Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is scheduled for (B)(6) 2020.

Event description:
The hearing performance with the device is affected. An implant failure is suspected. The hearing performance decreased gradually. The hearing on the contralateral side is fine. It has not been reported any recent changes in health or medication.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device is affected. An implant failure is suspected. The hearing performance decreased gradually. The hearing on the contra-lateral side is fine. It has not been reported any recent changes in health or medication.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected.